Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed one high out-of-range shock impedance measurement on the right ventricular (rv) lead, exceeding 200 ohms. Technical services (ts) reviewed the event and confirmed that both previous and subsequent measurements were within the normal range across all shock vectors. Additionally, no rv shock lead alerts were detected during the interrogation. Ts suggested that the out-of-range measurement was likely caused by electromagnetic interference (emi). No adverse patient effects were reported. This rv lead remains in service.